Event description:
It was reported that the smiths medical device would not stop alarming. The patient changed the batteries, ran the self-check testing, and removed the battery to resolve the issue. The device continued to alarm. The device was used in 2018. No patient injury was reported.

Manufacturer narrative:
One smiths medical cadd-legacy® pump was returned for analysis. The event history log showed no signs of the complaint. The pump was powered up and the device started double beeping; displaying error code 1720. Based on the evidence, the complaint was confirmed and caused by the downstream sensor. However, the root cause is unknown.